Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying a pc symbol when the meter was powered on by pressing the power button, or by inserting a strip. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5pm, the patient alleged the issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported she normally tests more than 4 times a day. The patient reported due to not being able to test on her lfs meter, she developed symptoms of high blood glucose. The patient was able to test on her back up meter and obtained a reading of "373mg/dl." However, the patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca was unable to resolve the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to not being able to test, she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.